Manufacturer narrative:
Insulin pump received with all buttons responding properly. No damage on keypad assembly. No button error alarm during testing. No unlocked lcd keypad connector. Insulin pump passed the displacement test, a21, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery/occlusion alarm noted. No unexpected a21 alarm anomalies noted. No unexpected rewind anomalies noted. Device passed self test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had buttons no longer respond when first pressed. The customer¿s blood glucose was unknown at the time of incident. The customer reported that the insulin pump had unexplained no delivery alarm,lost settings after battery change and rewinds slow and louder. The insulin pump will not be returned for analysis.